Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not retract out of the sheath. Reportedly, the user pulled on the catheter causing the balloon to break from the catheter and lodge in the sheath. The balloon and sheath were removed together in their entirety. Another balloon was used to complete the procedure. There was no report of patient injury.